Event description:
Reporter alleged blood glucose results of 66 mg/dl and 207 mg/dl when testing was performed back-to-back on the aviva system. Reporter stated customer was experiencing symptoms of hypoglycemia and self-treated with orange juice after obtaining the 66 mg/dl, but before obtaining the 207 mg/dl result. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.